Event description:
It was reported that the patient went to the ER (emergency room). The atrial lead was suspected to have occasional atrial under-sensing during episodes as review of electrograms showed there has been recorded 7,332 at/af (atrial tachycardia/atrial fibrillation) episodes. There was also atrial sensing threshold measurement below range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.